Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
A ventilator was evaluated by a field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, an oxygen blending module failure condition occurred. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.